Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed; there was a damaged component. The device was repaired and returned. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes one malfunction event, where it was reported the brakes were difficult to engage/disengage. There was no patient involvement.